Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir tube lip on his insulin pump was damaged; he had to tape it in place. His blood glucose at the time of incident was 500 mg/dl, which he treated with insulin pump therapy. Troubleshooting was initiated for the physical damage. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and test reservoir will not lock or click in place. Unable to perform basic occlusion test, occlusion test due to broken off reservoir tube lip. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, prime test, no delivery test, displacement test and rewind. The insulin pump had cracked case at the display window corners, cracked belt clip slot and missing the reservoir tube o-ring.